Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that multiple intermittent cartridges were leaking from the septum. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer loaded cold insulin into the cartridges. Customer loaded new cartridges to address the issues. There was no adverse impact to the customer's blood glucose level.